Event description:
An infusion pump with a power failure. Info was not provided regarding whether or not the failure occurred during infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.